Manufacturer narrative:
AN INVESTIGATION IS PENDING TO DETERMINE THE CAUSE OF THIS REPORTED EVENT. AN RMA WAS ISSUED TO THE CUSTOMER REQUESTING TO HAVE THE INTUITIVE SURGICAL, INC. (ISI) DEVICE RETURNED. ADDITIONAL INFORMATION IS BEING GATHERED TO DETERMINE THE CONTRIBUTION OF THE DEVICE TO THE CUSTOMER REPORTED ISSUE.

Event description:
IT WAS REPORTED THAT DURING A LIVER RESECTION THE FENESTRATED BIPOLAR FORCEPS EMITTED SPARKS. THE SURGICAL TEAM REMOVED THE INSTRUMENT FROM THE FIELD AND REPLACED IT WITH A BACKUP INSTRUMENT. AFTER REMOVAL, THE INSTRUMENT WAS INSPECTED AND AN AREA OF CHAR WAS OBSERVED ON THE PLASTIC IN THE CROTCH OF THE JAWS. THE CUSTOMER REPORTED EVENT HAS NO REPORT OF PATIENT INJURY.

Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
Annex coding updated from Quality Engineering review.